Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the following information: this unit was returned for failure analysis and the reported 32056 error was confirmed but not replicated. In artemis, the 32056 error axes controller spar (acs) in usm3 failed to initialize i2c device:(i2c_dev_type_encoder_eeprom (search light/dual magnetic encoder) and followed by 1173 acs board reported a search light diagnostic error, confirming the fault occurred in the field. Upon visual inspection, the insertion searchlight connector and flat flex cable (ffc) had signs of corrosion. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the insertion searchlight printed circuit assembly (pca) and ffc are consistent with the reported event and are.

Event description:
It was reported that after a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that after finishing the procedure, a recoverable error code on the screen 32056 was observed. Tse checked the logs and could find related errors reporting to universal surgical manipulator (usm) arm 3. The customer restarted the system and hard power cycled the system with emergency power off (epo); however the issue persisted. Tse advised to disable usm arm 3 and start the next procedure with only 3 arms. There were no reports of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: no harm came to the patient on the table at the time.